Manufacturer narrative:
The biomedical engineer (bme) reported that the 4 central nurse's stations (cnss) were in communication loss for approximately 37 minutes. They were monitoring csm-1901a bedside monitors that were monitoring telemetry transmitters via hiq view. At first, a couple of tiles went into comm loss. Then 4 cns stations went into comm loss. Then all cns stations came up could see the csm-1901a bedside monitors again. Nothing was done or rebooted, etc. It just resolved on its own. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. 3 central nurse's station. Model: sn: ni. Bedside monitor(s) model: csm-1901a. Sn: ni. Telemetry transmitter(s). Model: sn:ni.

Event description:
The biomedical engineer (bme) reported that the 4 central nurse's stations (cnss) were in communication loss for approximately 37 minutes. They were monitoring csm-1901a bedside monitors that were monitoring telemetry transmitters via hiq view. At first, a couple of tiles went into comm loss. Then 4 cns stations went into comm loss. Then all cns stations came up could see the csm-1901a bedside monitors again. Nothing was done or rebooted, etc. It just resolved on its own. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that 4 central nurse's stations (cnss) were in comm loss for approximately 37 minutes. They were monitoring telemetry transmitters via hiq view, monitored at g9 monitors. The issue then resolved on its own. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting activities and reached out to clinical (cits) to remote into the network for assistance. The facility's network is on their upenn system, and cits could not remote into the system, but they could however remote into the eg server. No issue was found by cits. Nihon kohden digital health solutions (nkdhs) reviewed the device logs provided by the customer and found a routing problem. A defensive coding measure was implemented in eg 04-05 to prevent it from crashing. As of 10/14/2022, nkdhs was waiting for approval from the facility to conduct a software update to version 04-05. The root cause is determined to be the facility's network environment. A routing error in the eg server is the most likely cause. After reviewing the logs, nkdhs noted "I believe this routing problem is a race condition and is exacerbated when a lot of net9 request/response messages are being processed rapidly, like following an all device comm loss or an eg restart." A defensive update was created to prevent this from happening again, but the facility had not decided to implement the update. A review of the serial number history shows no recurrence of the reported issue. A review of the facility's history shows a communication loss ticket (149236) reported on the same date as this ticket. The root cause for ticket 149236 was not determined. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 09/14/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as an attempt to obtain the information was made, but not provided. 3 central nurse's station: model: ni. Sn: ni. G9 monitors: model: csm-1901a. Sn: ni. Telemetry transmitters: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that 4 central nurse's stations (cnss) were in comm loss for approximately 37 minutes. They were monitoring telemetry transmitters via hiq view, monitored at g9 monitors. No patient harm was reported.